Event description:
Event description guidant received information that this implantable lead, which was implanted one day earlier with good lead values, displayed low impedance,a high pacing threshold and 1.5 mv r-wave measurement. On flouroscopy the lead appeared to have pulled back. An invasive procedure was done and the lead was successfully repositoned.